Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate ii system controller, us, ep (serial number: (B)(6)) was evaluated following the reported event of low voltage advisory alarms. No log files, photos or additional documents were submitted for review. The system controller was not returned for analysis. Per the provided information, exchanging the batteries resolved the alarms; however, the suspect batteries could not be shipped to the us for return. The reported event could not be correlated to an issue with the system controller. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate ii instructions for use section 12.4 entitled ¿alarms screen¿ details how to navigate and utilize the system monitor alarms screen, including hazard and advisory alarms. Heartmate ii operating manual section 8.3.6 entitled ¿alarms¿ addresses how to properly interpret and troubleshoot all system alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the batteries were exchanged on (B)(6) 2023. On (B)(6) 2023, multiple low voltage advisory alarms since april were found in the log file record. The alarms did not align with power source changes and the batteries were charged. It was additionally reported that the alarms did not emit a sound, so the patient was unaware of them.